Event description:
It was reported that the patient experienced muscle stimulation and was seen in clinic. Upon interrogation, the pulse generator exhibited backup vvi mode. A device download restored normal device function.